Event description:
The customer obtained (B)(6) vitros anti-hbc results for two samples drawn from a single patient while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The discordant anti-hbc patient results were reported from the laboratory, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that (B)(6) vitros anti-hbc patient results were obtained while using the vitros eci analyzer. A definitive root cause for the event could not be determined, however, an unknown sample interferent cannot be ruled out. The true classification of the sample is believed to be (B)(6) based upon results obtained from a non-j&j reagent method. The vitros eci analyzer was operating as intended.